Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient's ins was replaced because they had high frequency programming and it was difficult for them to charge the old way. No further complications reported.